Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had a whole new system implanted and she went back for her checked up and stim was set in the office to 1.3v. Patient reported when she got home, she wanted to ¿make it stronger¿ and increased stim. Two days ago, she increased stim to 1.5v but then reported the amplitude went back to 1.3v and she did not feel stim. She was not getting any relief from the new implantable neurostimulator (ins) since implanted. Patient noted she increased stim to 1.8v and can feel a little bit of stim. There were no further complications that have been reported as a result of this event.